Event description:
A discordant sodium (na) result was obtained on a dimension exl with lm instrument on one patient. The initial na result was not reported to the physician. The same sample was repeated and that na result was sent to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and did not find an instrument malfunction. The tsc determined that the customer was using a swinging bucket centrifuge and only spinning the sample for 7 minutes versus the tube vendor specification of 10 minutes. If samples are not spun as per the tube vendors recommendations, platelets and fibrin can form and suppress the results. The tsc instructed the customer to follow the tube vendor sample handling recommendations. The cause of the discordant sodium result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.